Event description:
It was reported that noise was observed on both right atrial and right ventricular leads. The leads remain in use. The patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: st jude pm2110 ipg, implanted: 2012-(B)(6). (B)(4).